Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a damaged connector on the r2 therapy electrode connection pca. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.